Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during fill tubing, no drops of insulin were seen coming out of the tubing. The customer disconnected the luer lock connection and did not see insulin coming out of the patient line. The customer successfully loaded a new cartridge. The customer's blood glucose level was 218 mg/dl.